Manufacturer narrative:
The ngage nitinol stone extractor was not returned for evaluation and no photographs were provided. Without the complaint device, a physical investigation was not able to be completed. There is no indication that a design or process related failure mode contributed to this event. A review of production and quality documentation did not identify any specific issues with current manufacturing or quality controls that may have contributed to this incident. A review of the device history record could not be completed as the product lot number was not provided. A review of complaint history for the product and lot number combination could not be completed without the lot number. Based on the provided information and the investigation evaluation a definitive root cause could not be determined. Per the quality engineering risk assessment, no further action is required. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints.

Manufacturer narrative:
(B)(4). Event is currently under investigation. A follow up report will be send upon conclusion.

Event description:
It was reported that the ngage nitinol stone extractor was opened by the or staff and it was discovered that it would not work. This was discovered prior to patient contact. There was no adverse event.